Event description:
It was reported that during a breast biopsy procedure, the user felt a bit of resistance while deploying the marker. He continued to deploy the marker. After removing the marker and probe together and taking post mammogram images, he noticed the tip had sheared off into the patient's breast. Physician did not retrieve the tip and it remains inside the patient.

Manufacturer narrative:
A biocompatibility letter was sent as requested by the user. Investigation summary: the device was not returned for inspection and evaluation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with out mammomark product portfolio to include tip shear. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Misalignment of the applicator tube creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide clear contraindication language within the instructions for use: warning: failure to align toe mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear.